Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 175 mg/dl. The customer declined to perform troubleshooting with tandem technical support and confirmed a new cartridge would be loaded.